Manufacturer narrative:
Further information surrounding the event has been sought. The involved guidewire was discarded by the user facility. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
When doctor (B)(6) applied the catheter on the patient, the guidewire stuck and became uncoiled. Catheter was replaced. No patient was injured. (B)(4).

Manufacturer narrative:
The concerned guide wire was discarded by the user, no product investigation was possible. A retain sample of the same batch was investigated but no non-conformities could be detected during visual and functional testing. A review of the DHR did not reveal any non-conformities relevant to the reported issue. No similar complaints were reported for this batch. Based on the issue description, experience and product investigations of similar cases it is considered as likely that the user had withdrawn the guide wire against the needle and the guide wire tip got stuck in the needle. In order to remove the guide wire excessive force was applied, which led to the described kinks in the guide wire. The root cause is seen as a handling error by the user as the IFU indicates: ¿do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.¿ and ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously." This is highly supported by the investigation results of a second complaint received recently from the same hospital and user with a similar complaint description. Please note, getinge USA sales, llc (importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6), 45 barbour pond road, wayne, new jersey 07470.

Event description:
Manufacturer reference #: (B)(4).